Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was unknown if fluoroscopy was performed to confirm arteriotomy placement in the common femoral artery. The physician met resistance while inserting the device and also experienced difficulty parking the foot and subsequently the foot was not able to be parked. The device was reported to break off "at the distal guide". The pt was taken to surgery for removal of the sheath. The surgeon reported that the "sheath was noted to have traveled into the grafted space". The physician was informed that the arteriotomy was proximal to the graft and the foot was stuck in the graft. The pt was reported to have recovered without adverse sequelae.